Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 671 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery prior to the event. The time and date were wrong, so the customer was assisted with programming them correctly. The prime and high pressure tests passed. The customer's nurse stated that the customer had mixed her old insulin with the new insulin she had received, and now the insulin was cloudy. It was advised that the customer should not use cloudy insulin in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.